Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) sensor paired with the ilet bionic pancreas experienced intermittent signal loss to the pump while the dexcom app continued to display readings, consistent with an intermittent communication failure involving the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. User support included interviews and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the sensor and the ilet that manifested as intermittent communication failure, associated with the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.